Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01900, for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during an ampullectomy performed on (B)(6), 2010. According to the complainant, during the procedure, in both instances, the rotation of the clips were difficult. The clips deployed however, they would not detach from the catheter. The physician pulled the clips off the tissue and the clips were removed with the device. It was reported that there was no tissue damage or additional bleeding caused by this event. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01900, for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during an ampullectomy performed on (B)(6), 2010. According to the complainant, during the procedure, in both instances, the rotation of the clips were difficult. The clips deployed however, they would not detach from the catheter. The physician pulled the clips off the tissue and the clips were removed with the device. It was reported that there was no tissue damage or additional bleeding caused by this event. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the sheath grip was detached from the over sheath. It was also noticed that the device was half deployed and the clip assembly was not returned. The yoke was still attached to the control wire. Functionally, the control wire was actuated several times and the yoke deployed. The most probable root cause has been determined to be user error as a duodenoscope was used and the resolution clip is designed to be compatible with gastroscopes and colonoscopes with working channels equal to or greater than 2.8 mm. A review of the device history record (DHR) was performed; no anomalies were noted.